Event description:
Pt was in the operating room to have a local excision of left foot and a skin graft to the area. When dr went to use the zimmer dermatome on the graft site, right hip, instead of shaving a thin even layer, it dug in deep and skipped down the area causing several deep wounds. After the case was complete, it was found the pudget blade was used instead of the zimmer dermatome blade. (B)(4).